Manufacturer narrative:
Unknown placement driver. Device has not been returned to manufacture.

Event description:
The dentist reported contamination of the implant (xifnt510) during the clinical procedure. The implant fell from the unknown placement driver prior to placement. There was no reported delay to the procedure. The doctor stated that the placement driver was the one included in the surgical kit but did not specify long or short. The placement driver was used again and he successfully placed another implant during the same procedure. Tooth location #30.

Manufacturer narrative:
An osseotite tapered implant (xifnt510) was returned but the unknown certain® 4, 5, 6mm(d) implant driver tip was not returned. A visual inspection of the received product revealed general signs of wear due to usage around the external threads and the collar. There was evidence of usage around the double hex but no sign of any damage or malfunction. There was presence of bone residue around the threads and the cutting edges. Visual comparison of drawing 850003 rev c was consistent with the design of the implant and did not identify any manufacturing deviation. Functional testing of the returned implant was performed and verified that the implant firmly engaged onto the test certain implant driver tip (iipdts) as intended during functional testing. . A device history review was performed on the implant (item # xifnt510 / lot # 2016071372) and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A device lot number was not provided for the certain® 4, 5, 6mm(d) implant driver tip so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i dental implant IFU (p-iis086gi rev. F 11/2015). Information identified: precautions: these devices are only to be used by trained professionals. The surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening and aspiration. When the clinician has determined adequate primary stability is achieved, immediate functional loading can be considered. Biomet 3i surgical manual for tapered and parallel walled implants (instsm rev d 02/16). Information identified: subcrestal implant placement protocol. Instructions specific to a certain internal connection tapered 4mm or larger diameter implant: for the certain internal connection tapered implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The complaint was unconfirmed, as the implant successfully assembled and disassembled from the implant placement driver tip as intended during functional testing. In addition, the exact details of the device(s) usage were unknown. There were general signs of wear but no evidence of any damage or malfunction to the implant drive feature that could cause or contribute to the reported event. Therefore, based on the information provided, a probable cause could not be determined.